Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. The patients comorbidities may have played a role in the explant of this device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm aortic valve was failing and required transcatheter valve-in-valve procedure after an implant duration of 11 years, nine months, due to severe stenosis secondary to degeneration. A 26mm transcatheter valve was successfully implanted inside a failing 25mm valve. Devices remain implanted. The patient was extubated in the operating room and taken to pacu for sheath removal on the right side and then to ICU for further recovery. The patient was discharged on post operative day one.